Manufacturer narrative:
The d4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked. The issue was further described as "ejecting saline from y site below pump". There was no report of patient injury or medical intervention associated with this event. No additional information is available.